Event description:
18 days after implantation, it was reported that a loss of capture in the ventricular canal was observed. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead turned out to be conforming to specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.